Manufacturer narrative:
Evaluation summary: x-ray demonstrated moderate calcification on all three leaflets, wireform intact, and commissure 2 bent. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 3 at the outflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 1 at the inflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Host tissue fused leaflets 1 and 3 near commissure 1 by approximately 4mm, and leaflets 2 and 3 near commissure 3 also by approximately 4mm. The sewing cloth was torn near leaflet 1 and near commissure 3, and exposed the wireform near commissure 3 at the inflow aspect. The sewing ring was cut near leaflet 1. One cor-knot remained attached near commissure 1. Customer report of calcification was confirmed. Calcification and host tissue restricted leaflet mobility and led to stenosis. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The root cause for the calcification and pannus remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) review is in progress, a supplemental report will be submitted upon completion.

Event description:
It was reported that a 25mm mitral valve was explanted after an approximate implant duration of 4 years and 26 days due to calcification. A non-edwards mechanical valve was implanted in replacement. Patient was reported to be doing well. No additional details were provided.

Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Edwards received additional information through follow up with the healthcare provider. A supplemental report was submitted.

Event description:
Edwards received additional information through follow up with the healthcare provider that the reason for the valve in valve procedure was due to heavy calcification, stenosis, and insufficiency. A non-edwards mechanical valve was implanted in replacement and a maze procedure was performed. The patient remained stable and was transferred to the ICU. The patient was discharged home in stable condition on post-operative day 13.